Event description:
It was reported by that during a sigmoid flexure resection, the device fired malformed staples. Another device was used to complete the case. There was no reported patient consequence.